Manufacturer narrative:
The company service rep examined the system and found the footpedal treadle detents were not detected by the system, however all other footpedal button presses were detected by the system. The company service rep replaced the footpedal to address the issue. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the equipment was not cutting during a vitrectomy procedure and a system message displayed after increasing the "air supply". The customer switched to an alternate unit and footswitch to complete the procedure. There was no harm to the pt.